Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that approximately 4 weeks post implant, the pump was exchanged. Add'l info rec'd indicated that an echocardiogram was performed and showed a dilated left ventricle and the aortic valve opened with every beat. A ramp test was performed and indicated that the pump was not unloading the left ventricle. It was also reported that the patient suffered a severe systemic infection that cause pump thrombus. The patient's pi was <2, pump power was 5.0 watts and pump speed was 8400 rpm. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.